Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Imc logs show that the console lost communication with epm (on the impellatronic board) which resulted in a controller error. It also had a pbm related controller error due to low voltage. The failure was reproduced upon arrival. The console failed to bootup successfully and landed on the system self check failure screen (blue screen). Replacing the impellatronic board fixed the failure mode. The cause of the yellow controller error was a defective impellatronic board. The cause of the defective impellatronic board is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella device for mechanical circulatory support. During support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by switching to a backup console. There was no reported patient harm.